Event description:
It was reported the patient's ipg has become superficial due to the patient losing weight. In turn, the patient has been experiencing discomfort at the ipg site. As a result, the patient's ipg was relocated on (B)(6) 2015.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.